Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the maryland bipolar forceps (mbf) instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument and cannula was inspected prior to use and no damage was observed. There was no damage to the instrument after the arcing event. There was no monopolar cord connected to a bipolar instrument. The erbe vio was being used for the procedure. The instrument was used for half of the procedure before the spark was noted. The instrument tips did not collide with any other instrument or tool during procedure. The instrument was not in contact with tissue when the issue was observed. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio-debris) prior to activating the instrument. The instrument was removed prior to the sparking and the wrist was straightened. There was no injury to the patient nor any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the instrument to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. There was no damage found to the conductor wire.